Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the surgeon stated in a letter concerning a pmw35, that the "staplers are a poor quality. They do not properly evert the skin edges and the strength of the closure is poor". The surgeon had written the letter to the hosp (name not provided by the hosp and no copy of the letter was provided). The surgeon had made the statement as the surgeon uses another type of skin stapler at a different hosp. No further info is provided other than no device is being returned.